Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to early infection.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. No deviations or anomalies were noted in the manufacturing process for this lot. This device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.